Manufacturer narrative:
This device was used for treatment not diagnosis. Additional narrative: patient ID: (B)(6). Manufacturer- synthes (B)(4) as reported on initial report. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: lcp® proximal humerus plate - lot 8408719. Synthes (B)(4) supplied the 3.5mm lcp® proximal humerus plate, p/n 241.901, and lot 8408719 on may 17, 2013. There is no device history record information available for this lot number or for the part number in this date range. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had gone to the doctor after noticing that the screws were backing out a few months after her original surgery which was (B)(6) 2014. The doctor waited till she healed even though she was complaining of pain in her shoulder. It was reported that the plate and screws were removed on (B)(6) 2014 and it looks like it was healed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.